Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an "apply sample" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2015 when the "apply sample" meter message was displayed when attempting to measure her blood glucose. The patient stated that she manages her diabetes using metformin, humalog and levemir and denied making any changes to her usual diabetes management in response to the alleged product issue. The patient reportedly experienced symptoms of clammy, sweaty, shaken and nausea approximately 10-15 minutes after the alleged issue began. The patient stated that she visited the emergency room (ER) on (B)(6) 2015 where her blood glucose was measured using a ER/hospital meter with a reading of 78mg/dl and also 192mg/dl (times not specified) and reportedly received hcp treatment of food/drink in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient's testing technique was correct and it was not the first use of the device. The csr walked the patient through a re-test but was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.